Manufacturer narrative:
Date of event: 2011.

Event description:
A report was received that a patient had allergies and was suspected to be due to the system. It was unknown if medical intervention was given. No further information could be obtained.